Event description:
It was reported that during a thr procedure, the threads of the r3 straight shell impactor were damaged while being used inside of the patient. No information about a s+n backup device was provided. Surgery was delayed for no more than 30 min. There was no report of harm or injury to the patient.

Manufacturer narrative:
It was reported that during a thr procedure the threads of the r3 straight shell impactor damaged while being used inside of the patient. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.